Event description:
It was reported that the IV tubing set leaked above the silicone segment, medication was on the floor. There was no impact to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional information including patient's demographics was requested, but was not provided.

Event description:
It was reported that the IV tubing set leaked above the silicone segment, medication was on the floor. Additional information was requested, but was not provided.

Event description:
It was reported that the IV tubing set leaked above the silicone segment, medication was observed on the floor. It was further confirmed during follow up that patient care was not delayed and this event did not contribute to, or result in a serious adverse impact to the patient.

Manufacturer narrative:
Correction; h.6. (Patient code) additional information added to: section; b.5. (Patient information updated/detailed), and d1, d2, d4, d10, d11, g5. The customer¿s report that the IV tubing set leaked above the silicone segment was confirmed to be a leak from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a tear in the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and the set leaked from a tear at the top of the silicone segment. The root cause of the tear damage could not be definitively determined.